Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s) on (B)(6) 2013. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type / to what extent intervention was performed; specific information regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
No results available since no evaluation performed ; product not returned to cbi. Root cause inconclusive due to lack of details provided by the complainant.